Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and stuck on initialization screen. Functional testing and manual "try it" test were unable to be performed due to the receiver being stuck on initialization screen. The receiver case was opened to download data log directly from the ui pcba board and no errors were observed. A speaker resistance test was performed and passed.the device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output could not be confirmed. A root cause could not be determined.